Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels; however, the exact values were not provided. Reportedly, the customer declined troubleshooting with tandem's technical support. The customer stated that they were going to meet with their healthcare provider regarding the pump settings. The customer believes the hardware is working as expected.